Event description:
A surgeon reported that the leading haptic of the implanted light adjustable lens (lal) tore the capsular bag, resulting in lens dislocation. The patient proceeded with light treatments and was reported to be satisfied with visual outcomes. No additional information has been provided.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).